Event description:
Customer reported his insulin pump alarmed no delivery during the night a couple of weeks ago. He changed the insertion site and reservoir and the device alarmed motor error. Now he is on manual injections because the device is not working. Customer's blood glucose was unknown. The device was not dropped or exposed to moisture or a strong magnetic field. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.